Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display brought and keypad anomaly. The customer¿s blood glucose level was 250 mg/dl. Customer reported that the clock was not working they change the battery and it worked. It was reported that the buttons were not responding. Customer stated that the time advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.